Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately a month ago. The patient programmer displayed a low battery message. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019 to replace their ipg. Effective therapy was restored postoperatively.